Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the adaptor-locking tab broke off on the atrial-side output connector. Analysis also found the upper and lower cases broken and contaminated, the battery release contaminated, two side bail covers broken, one case screw missing, the battery contacts compressed and the battery drawer broken. (B)(4).

Event description:
It was reported the adaptor locking tab broke off on the atrial side of the external pulse generator (epg). The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the adaptor locking tab broke off on the atrial side of the external pulse generator (epg). The epg was returned for repair. There was no patient involvement.